Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Upon receiving clarification about the event, it was determined that the initial medwatch was created in error. The reported event labeled as "infection five" did not occur with this lot number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to the sales representative when visiting the hospital that there had been an increase of infections with powerpicc solo catheters within the facility. It was stated that the issue was noted 7 days post insertion. After removal of the PICC the bacteria staphylocoque epidermitis was found within the device. No other information was provided. This report addresses infection five.